Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. It is likely that the balloon interacted with 90% stenosed calcified lesion such that the outer surface of the balloon material became damaged and subsequently ruptured during inflation. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosed, mildly tortuous and moderately calcified lesion in the mid left anterior descending artery. Pre-dilatation was performed using a 1.5mm trek balloon dilatation catheter (bdc). A 2.5x20mm nc trek bdc was then advanced without resistance, but ruptured during the first inflation at 5 atmospheres. The 2.5x20mm nc trek was removed without resistance and the procedure continued with a 2.5x15 mm non-abbott bdc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.